Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/03/2016. The fse found rbcs and plts were running low/out on controls due to loose blood sampling valve, bsv, knob. He replaced the bsv knob to address this issue. He found an obstruction in the aspiration tubing and replaced tubing to fix the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 10 ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and rbcs and plts running low on controls were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak.erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.